Event description:
Resident transferred to acute-care hosp ER after attempts by professional nursing staff to deflate balloon of foley catheter for removal failed. Attempts by ER medical personnel also were unsuccessful and resident was sent to or where resident was given IV analgesia and contrast was used to visualize balloon in bladder. A small needle was then inserted and balloon deflated and catheter removed. Bladder contained a large amount of calculi, a uti was present, and resident had a 1-2+ benign prostatic hypertrophy. Resident was treated by performing a cysto w/cystolithotripsy. Resident was admitted for a 23 hr observation period and treatment for the uti.prinicpal dx: retained, plugged foley, secondary dx: bladder calculi uti. Principal procedure: removal of retained foley and cysto w/cystolithotripsy.